Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, inlet air path foam degredation was observed. The device's flow sensor assembly, inlet air path, and air path foam were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
A ventilator was returned to a (B)(6) center for evaluation. There was no harm or injury reported. During the evaluation of the device at a (B)(6) center, inlet air path foam degradation was observed. The device's flow sensor assembly, inlet air path, and air path foam were replaced to address the issue.